Event description:
It was reported that the sys 9800 failed to initialize. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A service rep performed an on site investigation. The malfunction was verified. It was suspected that the hard disk was defective. The hard disk drive is to be replaced. A follow up report will be filed when add'l details become available.